Event description:
A call was placed to technical services on (B)(6) 2011. Caller stated, that they have been trying to manage phrenic nerve stimulation since implant ((B)(6) 2010). Just changed output on lv lead from 1.4 @ 0.5 to 0.5 @ 2. No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).